Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's one month post-operative follow-up, they experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv vector was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.